Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03208 &03781).

Event description:
Patient underwent a right hip revision procedure due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed. No devices were returned, therefore, no visual or dimensional inspections were conducted. Review of device history records and complaint history were not conducted. A compatibility check was not conducted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.